Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge pigtail and infusion set tubing. Reportedly, customer primed air out of the pigtail/tubing. Customer's blood glucose was 78 mg/dl.